Event description:
The lay user/pt contacted lfs alleging that the display on his ultra meter was damaged. The pt mentioned that he noticed that there were black marks on the display in 2009. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss for further clinical info. Since the pt was unsuccessful in obtaining a result, he reportedly increased his dosage of medication on the same day. It is unk why he increased his insulin dosage. Approximately 45 minutes to 1 hr later, the pt developed symptoms of "hyperglycemia". There is no info on what exact symptoms the pt experienced, how long symptoms lasted and whether he treated himself for those symptoms. It would have also been helpful to know what the pt's blood glucose reading was the day before the event, and the pt's diabetes regimen. It would have also been helpful to know whether the pt increased the dosage of medication on his own or based on his physician's recommendation. The pt denied any meter trauma and the meter is not a new product (out of box). The meter was replaced. The complaint is being reported since due to the reported issue, the pt allegedly was unable to test, took an increased dosage of insulin and developed symptoms of "hyperglycemia".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.